Event description:
The international distributor of cryocyte freezing containers reported a 1000 ml cryocyte bag broke on an unspecified date in 2004. The custeomer stated the "seam of the bag below the label pocket cracked." A rare blood type red blood cell product not intended for s specified patient was stored in the bag. The bags were filled with about 400 ml rbc product with a glycerine cryoprotectant. According to hte distributor, this product typr was used for the same application and fill volume for several years and especially with this lot the customer experienced a very high failure rate. Cryopreservation and storage was performed in overwrap and metal cassettes. No controlled rate or mechanical freeze was used; the product was stored directly in liquid nitrogen. The bag breakage occurred when placed in the liquid nitrogen tank. This complaint was reported as one of "about 24" bags that broke. According to the distributor the customer did not use remaining bags of this lot following the breakages. No sample or photo of the affected bag is available but unused bags of this lot have been requested for evaluation by baxter. No patient/technician injuries reported.